Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-may-02 reporting that when they noticed the stimulation was off their battery level was at 10-20%. They never had the ins off at night. The patient would check that stimulation was on or off at bedtime and then in the morning. The patient charged 2 times daily now. It was noted that at times the battery seemed to pinch or pull. The patient had questions regarding pulsewidth. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient thought that the stimulation was turning off by itself. The patient wakes up every morning and charges the implantable neurostimulator before she gets out of bed. The patient controller shows that stimulation is shut off at that time. The patient is not sure if the stimulation is on when she goes to bed, or if the stimulation is on prior to charging in the morning. The patient charges every morning and has not had any changes to programming. The patient was going to check the implantable neurostimulator status prior to charging to see if the stimulation is off in the morning before she charges. The patient noted that this started occurring about a week prior to the report, confirmed as (B)(6) of 2019. There were no further complications reported.